Event description:
After the donation of plasma using an auto-c pheresis equipment, the donor developed hematoma at the venipuncture site. The donor's arm was raised to prevent further blood flow to the area. Donor released in good condition. Dan perata at the subject account stated that the hematoma was caused by user technique.